Manufacturer narrative:
The pump was received with a blank display, problem isolated to pcbx1. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated that the insuin pump was wrapped in a sun dress in a shade. Customer monitoring insulin pump for two hours and frozen display did not recurred. Customer reported that the display blank for less than 30 seconds and then returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.